Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving no delivery alarms and wanted to perform troubleshooting. Blood glucose level at the time of the incident was 289 mg/dl. Blood glucose level at the time of the call was 350 mg/dl. During troubleshooting, the customer stated that the insulin pump's drive support cap was protruding. Later in the call, the customer stated that his blood glucose level was 427 mg/dl. Customer stated that he would get another insulin pump from his diabetes trainer. The insulin pump was not replaced or returned for analysis.